Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that during a meniscal repair the first speed cinch was attempted and the first implant was deployed. The second implant could not be deployed because the trigger locked up. The suture was cut-out but the first implant remained in the patient. A second speedcinch was attempted and the first implant was deployed correctly but when the second implant was fired the suture broke. The suture was removed but once again the first implant remained in the patient. A third speedcinch was attempted and the first implant was deployed but the second implant did not come-out with the needle. The suture was cut out and the first implant remained in the patient. To complete the procedure the doctor used another manufacturer's device. Follow-up investigation: no additional incisions were made and no change in surgical technique. Speed cinches are not being returned for evaluation. Devices were discarded by the facility.